Manufacturer narrative:
A device history record review could be performed since the reported lot number was unknown. Samples were received at the manufacturing site for evaluation. A visual and functional inspection was conducted, and the results were that a detached connector from the line was observed. The reported issue was confirmed. The most likely root cause could be related to a manufacturing/production process issue due to inadequate cyclohexanone dispensing. Corrective action has been taken by increasing maintenance of the equipment so that it operates correctly, dispensing the adequate amount of cyclohexanone. A quality alert will be issued to personnel to notify them of the reported condition and the changes to be implemented and verification that the new process is working correctly.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: gravity bags are leaking.